Manufacturer narrative:
An RMA was authorized but not received. Therefore, no confirmation or investigation of the complaint was possible. B4. Date of this report updated to 2 november 2023. G3. Date received by manufacturer updated to 27 october 2023. H3. Device evaluated by manufacturer? No, not returned to manufacturer h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On august 11th 2023,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.